Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), product type: catheter. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(4), ubd: 28-sep-2009, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving dilaudid at an unknown concentration and dose via an implantable infusion pump. It was reported that the catheter was unable to be aspirated. It was noted that an exploratory procedure into the pocket and intrathecal end of the catheter was planned on (B)(6) 2019. No symptoms were reported. No further complications have been reported as a result of this event.